Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate therapy. Oversensing noise and externalized conductors were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.